Manufacturer narrative:
G4: 26sept2019; b4: 27sept2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power supply and service manual revision k with reference to page 186 for power supply replacement. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit has no power (24 volt). It is unknown if the unit was in clinical use at the time the reported issue was discovered.